Event description:
Boston scientific received information from a journal article titled "an alternative technique of implanting a nontransvenous implantable cardioverter-defibrillator system in adults with no or limited venous access to the heart". The study evaluated the benefit from a nontransvenous defibrillation system consisting of a rate-sensing lead (boston scientific model# 4046 and competitor model# 4968) attached to the epicardium and a subcutaneous (sq) array (boston scientific endotak xp, model#0085 and competitor model# 6996). Eight patients received an ICD system composed of an sq array and either a chronic endocardial rate/sense lead (n=5) or a new epicardial rate/sense lead (n=3). Two patients received bipolar steroid eluting epicardial leads (competitor model# 4968) and one patient received a bipolar epicardial lead (boston scientific model# 4046). Issues encountered during and shortly after the procedure included high defibrillation thresholds, pocket hematoma and pleural effusion. In one patient, the pacing threshold of the epicardial lead appreciably increased and the r-wave amplitude decreased. The study concluded that nontransvenous defibrillation system is an effective technique in an adult population with acceptable pacing and defibrillation threshold.

Manufacturer narrative:
Subsequently, boston scientific received information from the journal author. All patients in the study received the boston scientific sq array (model# 0085). An additional competitor sq lead was implanted anteriorly in the conjunction with the sq array (model# 0085), located posteriorly in one patient with elevated an dft. The patient who developed pleural effusion had the sq array (model# 0085) implanted, epicardial pace/sense lead and the generator from a competitor manufacturer. The patient who developed a pocket hematoma was implanted with a competitor generator. One patient was implanted with model# 4047 epicardial lead and the pacing threshold had increased from 1.4 volts at 0.5ms at implant to 3.5 volts at 1ms on a follow up 858 days post-implant. Kowalski m, nicolato p, kalahasty g, kasirajan v, wood ma, ellenbogen ka, shepard rk. An alternative technique of implanting a nontransvenous implantable cardioverter-defibrillator system in adults with no or limited venous access to the heart. Heart rhythm. 2010 nov; 7 (11): 1572-7.